Manufacturer narrative:
The device history record was reviewed. 100% functional alignment testing and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. The ring retention force test results were within specification. The release product met specification. The coupler rings were returned for evaluation. The jaw assembly was not returned. There was tissue on the pins of both rings. There is no evidence that the rings were brought together. There are no marks on the surface on either ring from a misaligned ring closing against it. The holes in each ring do not show any displacement of material in the inside diameter. There are no bent pins on either ring. All 6 pins on both rings look sharp. There is no immediate evidence to support why the rings would not stay together. The cause of the event could not be determined. Synovis has elected to submit mdrs related to coupler malfunctions regardless if the event was considered likely or unlikely to cause or contribute to death or serious injury.

Event description:
It was reported that the surgeon had everted the vein onto the coupler rings and was attempting to connect the rings, but the coupler rings would not stay properly connected. The procedure was a glossectomy tracheostomy, radical neck dissection with free forearm flap. The surgeon removed the non-functioning coupler used a different coupler to complete the anastomosis. The patient is well. There was no patient injury or adverse outcome reported.